Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator was alarming low leak. No patient harm reported.

Manufacturer narrative:
The service engineer (se) inspected the device and verified the reported issue.